Event description:
It was reported that device contamination occurred. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use. Upon unpacking, the packaging was not fully opened and the device got caught in the packaging and was dropped resulting to device contamination. The procedure was completed using an alternate device. There were no patient complications as a result of this event.